Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading ranged from 350 to 445 mg/dl. Customer treated high blood glucose with manual injections. Advised customer to do a complete set change as soon as possible. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. However, the motor was received with a grinding sound during rewind due to faulty motor. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window cracked case near the display window corners and cracked reservoir tube lip.